Manufacturer narrative:
Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Patient predisposition, trauma, vaccines, or infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of products.

Event description:
This event occurred outside the us, in greece. The greek distributor notified teoxane of an adverse event on (B)(6) 2024. The patient was injected in two different sessions. The first session was on (B)(6) 2024 with 1.2 ml of teosyal rha 4 in the cheeks, using the bolus technique (current complaint). Around one month later, on (B)(6) 2024, a second session was performed with 1.2 ml of rha 4 in the cheeks, using the bolus technique, and 1 ml of teosyal puresense deep lines in the nasolabial folds, using the retrotracing technique (linked complaint: rc/2411041). Approximately 4 months after the last injection, on (B)(6) 2024, the patient experienced oedema of severe intensity under eyes to the cheeks. Four days later, on (B)(6) 2024, swollen eyes were still present and one side of the face (exact side not specified) started to swell. As treatment, the injector prescribed a steroid (methylprednisolone), 4 mg twice a day (day/night) for 4 days starting on (B)(6) 2024. Two days later, on (B)(6) 2024, the injector noticed some improvement of oedema, but lumps appeared in the nasolabial folds and around the cheekbones. Later on an unknown date, a radiologist performed an ultrasound and diagnosed granulomas. The patient was prescribed the following treatment: - an antihistamine drug (levocetirizine), 1x1 starting on (B)(6) 2024 for 5 days. - a steroid (methylprednisolone), taper (16 mg x2 for 3 days, 8 mg x2 for 3 days, 4 mg x2 for 3 days) starting on (B)(6) 2024. Face swelling improved and came back on (B)(6) 2024 where swollen eyes and hardness in the nasolabial folds (nose level) were noticed. On (B)(6) 2024, the injector prescribed the same steroid treatment (methylprednisolone i.e medrol) for 9 days. However, the injector noticed that the face became more swollen while taking medrol. For this reason, on (B)(6) 2024, the patient stopped taking corticosteroids. The symptoms looked like cushing's syndrome with continuous oedema; thus, the patient was referred to a dermatologist. On (B)(6) 2024, based on the blood tests, a dermatologist ruled out iatrogenic cushing's syndrome and other autoimmune diseases. As another treatment, lymphatic massage was suggested and a mixture of enzymes (bromelain). The dermatologist and injector believed that it was a late immunological response type IV. On (B)(6) 2024, the injector prescribed allopurinol 300 mg 1x1 for a month as a treatment based on recent studies. On (B)(6) 2024, the dermatologist used 50 i.u. Of hyaluronidase around the zygomatic area and the symptoms improved, thus the case was closed.